Event description:
During a rectopexy procedure, the doctor grasped peritoneum with the lcsc5 to start the procedure. He immediately got a failure response from generator telling him that the device was broken. A nurse was washing the instrument in a washer and then she dried the blade and it broke. There was no patient consequence.